Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. It was also found insulin was squirting out during the manual prime process. Customer's blood glucose was 337 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer did not drop or bump the insulin pump. The customer was advised that the device would be replaced. Customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a broken belt clip slot and a missing end cap sticker.